Manufacturer narrative:
Revision occurred approximately 10 days after the primary surgery due to dislocation. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 10 days after the primary which occurred on (B)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms only fx v135 stem ta6v ø36/14 cementless ti/ha, humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø36mm and humeral cup standard pe/ta6v ø36/+3 was explanted due to dislocation and replaced with humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40mm, fx v135® humelock stem ta6v ø40/14 l. 120mm cementless ti/ha, two cortical screw ta6v ø4.5mm l.30mm and fx v135 humeral cup 135/145° stability pe/ta6v ø40 +3.